Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes for power error. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our investigation of the reported complaint has been finalized. The monitoring pc (printed circuit) board was replaced and returned for investigation. The technical alarms were reproduced during our investigation. The investigation verified a faulty pressure transducer on the returned monitoring pc board. The pressure transducer measures the barometric pressure and supplies information to the other sub systems in the system. The generated technical alarms are a consequence of the faulty pressure transducer. Earlier investigations determined that a failure of the barometric pressure transducer can disable the internal 12v power supply. The issue will be detected during device start-up and ventilation cannot be started, if the issue would occur during ventilation, it would lead to stop of ventilation, alarms will be generated by the device.

Event description:
Manufacturer's ref #: (B)(4).